Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, fully charged autopulse li-ion batteries (sn unknown) does not power on the autopulse platform (sn (B)(4)). No further information was provided from the customer. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01773 for the autopulse platform (sn (B)(4)).